Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:one guidewire (with guidewire straightener and hoop) and one introducer needle were returned for evaluation. It was noted that the guidewire was bent with its outer coil wire stretched at the distal end. When viewed under magnification, slight wear was noted to the needle bevel. The guidewire could not be inserted into the introducer needle due to the identified stretching. Based on these findings, the investigation is confirmed for the reported guidewire advancement issue, specifically due to a frayed guidewire. Per the evaluation results, wear was noted to the needle bevel. This can occur as a result of retraction of the guidewire against the needle bevel. Therefore, it's possible that the guidewire was damaged as a result of retraction against the needle bevel. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 07/2021).

Event description:
It was reported that during the procedure the guidewire became allegedly stuck, therefore, the health care provider attempted to manipulate the guidewire unsuccessfully. Reportedly, the device was removed. Another kit was opened to complete the procedure. There was no reported patient injury.